Manufacturer narrative:
Findings: unable to prime unit during prime test due to faulty sensor resistor unable to perform occlusion test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, reservoir tube lip and battery tube threads. Unit received with minor scratched lcd window. (B)(4).

Event description:
A customer's mother reported via phone call indicating that the customer experienced high blood glucose. The patient's blood glucose level was not provided. The mother stated that they had lost confidence in the insulin pump. The customer returned the device for analysis.